Manufacturer narrative:
The reported complaint that the thermogard xp ivtm system (sn (B)(6) displayed a tcmid:05 (coolant diff failure) error message was not verified in the system's log data file but was confirmed during functional testing. The root cause of the reported error message was the defective coolant circulating pump, likely attributed to the device's aging. The device's life expectancy is 5 years. The thermogard console was manufactured in october 2015 and is over 10 years old. The event log review did not show any tcmid:05 errors. However, several tcmid:08 (coolant temp low) error messages were observed in the event log on the reported event date, with the root cause related to the reported complaint. The thermogard system failed functional testing due to the tcmid:05 error message, confirming the reported complaint. A technical investigation determined that the root cause of both the reported tcmid:05 error message and the tcmid:08 error observed in the event log was the defective coolant circulating pump, which was replaced to remedy the faults. Following service, the thermogard xp ivtm system passed the final testing without any error. Historical complaints were reviewed for service information related to the reported complaint, and no similar complaints were reported for the thermogard console with serial number (B)(6).

Event description:
The thermogard xp ivtm system (sn (B)(6) displayed a tcmid:05 (coolant diff failure) error message. No further information was provided. It is unknown when the problem occurred. However, patient use information was requested, but no additional information was provided.